Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 26 mg/dl, 525 mg/dl, hi (greater than 600 mg/dl), 30 mg/dl, 51 mg/dl, and 40 mg/dl. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device, and replacement was sent.